Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she had just changed the infusion set, so she changed the set once more, but her blood glucose continued to climb. She changed the insulin pump from the new one she had been using to an older insulin pump, treated with a bolus, and noted that her blood glucose lowered. The customer's blood glucose was 462 mg/dl, and her most recent blood glucose was 128 mg/dl. She complained of nausea and numbness in her arms. She reported that the insulin pump alarmed no delivery during the manual prime. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units; the insulin pump did not alarm no delivery and worked as designed. The customer did not feel comfortable using the device and requested its replacement. The customer was advised to replace the insulin pump and agreed to return the device for analysis.